Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to turn on. The field service engineer (fse) found drawer 5.1 was off the bus due to being unplugged, which allowed the station to boot. The drawer controller was replaced, and the device is now functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.